Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13334, related manufacturer reference number: 2938836-2019-13333. It was reported that the patient presented to the hospital with infected pocket. The physician decision was to remove device and leads. Patient will not have a new device implanted. All products were removed without incident. Patient was stable before, during, and post procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).